Manufacturer narrative:
During a follow - up with the user facility, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and auxiliary channel. The customer does not use detergent during the pre-cleaning process. The customer did not specify the detergent used during the manual cleaning process and brushes the instrument channel, suction cylinder, and instrument channel port. The customer did not specify the cleaning brushes used. The facility does not manually disinfect the scope. For automated endoscope reprocessor (aer) treatment, a steris machine is used with steris acido peracetico detergent and steris (disinfectant). The scope is stored horizontally in an unspecified storage space. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
During a follow ¿ up, positive culture third party results were provided. The device was sent to an independent third-party laboratory for culture testing. The scope tested positive for < 1 colony forming units (cfus) of aerobic, yeast and anaerobic micro-organisms which, is conforming to standard. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the charged coupled device lens was dirty. However, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and auxiliary. The customer does not use detergent during the pre-cleaning process. During the manual cleaning process, the customer does not use detergent and brushes the instrument channel, suction cylinder, and the instrument channel port. The customer did not provide the model or type of brushes used during the manual cleaning process. The customer indicated that the scope is not manually disinfected. For automated endoscope reprocessor (aer) treatment, a steris machine is used with steris acido peracetico detergent and steris (disinfectant). The scope is stored horizontally in an unknown storage. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera bronchofibervideoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for unknown colony forming units (cfus) of staphylococcus epidermidis. During the second sampling, the scope tested positive for unknown cfus of pseudomonas aeruginosa. The issue was found at initial receipt of the device, during a routine culture of the scope. All channels were tested. There was no patient/user harm or injury reported due to the event.